Event description:
Information was received from a patient regarding an external device. The reason for call was about 3 weeks ago pt reported recharging was taking way longer. Pt then noted the recharger paddle started to get hot when recharging the implanted neurostimulator. About a week ago the square box on the recharger cord started getting warm and a couple days ago the paddle got hot enough to turn the pt's back red if they left it on there very long. Patient noted it took forever to charge the implant. Pt noted a couple weeks ago they noted the controller went blank and unresponsive so they called their representative and they had the pt reset the controller. Agent understood this issue was caused by the faulty recharger. An email was sent to the repair department to replace the device.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the recharger found recharger never got hot after running it for 10 mins. No anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.